Event description:
Postoperative infant had fentanyl drip diluted to 4mcg/ml in syringe and infusing at 0.925 ml/hr (1mcg/kg/hr). Syringe was changed, and dose with concentration verified by two rn's. Infusion continued. Approximately two hours later infant was observed to be apneic, with oxygen saturation value falling into the 50's and heart rate falling into the low 100's. Staff rn began mask bagging infant and pushed code button. Nnp at bedside saw no other cause for sudden change. The fentanyl drip was discontinued and narcan was administered resulting in total recovery to infant's previous condition. Syringe contents were analyzed by pharmacy department, and correct concentration of fentanyl and d5w was confirmed. Syringe pump was delivered to biomed engineering department for inspection and verified okay. Pump's event history included two 1ml bolus deliveries occurring shortly before the apnea event. Staff are unaware of who gave bolus infusions, and pump is being shipped to MFR. For investigation in case of possibility of spontaneous bolus activation.